Manufacturer narrative:
Product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 10 minutes: 400's mg/dl and 100's mg/dl.